Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that one of the jaws snapped off inside a patient during surgery.

Manufacturer narrative:
Investigation results: one 8360-00, 5mmx36cm atraumatic single action grasper device returned. This is a reusable instrument. The complaint stated: "it was reported that one of the jaws snapped off inside a patient during surgery. No significant delay or patient injury reported." This occurred during the procedure. The original packaging is absent. The product was returned with all parts; no apparent missing components. One jaw paddle has been snapped from pressure. There is a slight bow over the length of the shaft. The dual action jaw mechanism still opens the remaining paddle. There are scratches on the jaw surface. The kynar sheath is short. It does not completely reach the housing mechanism. The device is etched aes 10/16 and also shows signs of bead blasting. This typically indicates third party repair and adjustments. Per IFU: "aesculap prestige endoscopic graspers are designed to grasp soft tissue structures during endoscopic procedures. Aesculap endoscopic graspers are designed to be used through a cannula, or port, commonly called a trocar sleeve. Aesculap prestige endoscopic graspers are delicate surgical instruments. Any use of an instrument for a task other than its intended purpose will usually result in a damaged or broken instrument. Lateral pressure on the instrument when inserting or removing it may damage the shaft or the working tip."